Event description:
On (B)(6) 2012, it was reported that during use in a lap chole procedure, the distal tip of the cautery device came off and was in the subcutaneous tissue. The surgeon removed it with a laparoscopic grasper. No adverse pt injury was reported.

Manufacturer narrative:
The subject product has been examined under magnification. The returned sample was inspected for the dimensions in question and appears to have been correctly welded. The tip is welded in two areas 180 degrees apart and both weld areas appear to conform. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. The instructions for use (IFU) for this product states the instrument can be resterilized through 20 autoclave cycles unless damage to the instrument has been detected. No info was provided regarding how many times the instrument had been used. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. This report will be updated if add'l info becomes available.